Event description:
It was reported that the device automatically turned itself off. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a high impedance short of filter fl4 on the power supply pcb assembly. A replacement device was provided to the customer.